Event description:
It was reported that during an implant procedure, the lead helix would not advance. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the helix was bent. Visual analysis noted the lead was damaged at implant.